Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the field representative was unable to reproduce the reported event. It appeared that the connection was not seated properly which may have caused the issue. System logs showed that it was shutdown prior to being fully booted. Site staff were advised to allow ample boot up time. No further issues were reported. No parts were returned or replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the image acquisition system (ias) and mobile view station (mvs) are booting but the systems are not communicating. It would not move past 'stand alone mode' and unable to take 2d/3d images. There was no patient present when this issue was identified.